Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that the patient was unresponsive and emergency medical services were called and cardiopulmonary resuscitation (CPR) was initiated. The initial rhythm was ventricular fibrillation that was defibrillated five times to pulseless electrical activity. The patient was transported to the emergency room with no pulse or respirations, and remained in pulseless electrical activity. CPR was terminated fourteen minutes after arrival to the ER and the patient was pronounced dead. The physician indicated the cause of death was most likely advanced atherosclerotic coronary artery disease. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died approximately 8 months after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died approximately (B)(6) after device implant. The cause of death has been requested and not received.